Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient is in an extended care facility and the remote monitoring system has not been connecting. A boston scientific technical services consultant reconnected the communicator and shock impedance was 130 ohms. The impedance limit was increased from 125 ohms to 150 ohms. No adverse patient effects were reported.